Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force applied on the ccd cable during angulation. We received the defect and conducted the following investigation and repair. Observations: ccd module defective. Repair replaced the angle wire,cmos module. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. This report is being filed as part of the pentax backlog management plan.

Event description:
The time of event is unknown. There was no report of patient harm. Image disturbance during angulation.